Manufacturer narrative:
G1: device manufacturer address 1: northern region industrial estate. G1: device manufacturer address 2: 60/29 moo 4, tambol banklang, a.muang. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of novum iq large volume pumps had a significant number of downstream occlusions (dso) during infusion of a bolus of plain fluids. Tubing was loaded and unloaded or pumps were changed to resolve the issue. The process step of which this issue occurred were unspecified. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to b5, d5, h6 (update codes), h11. B5: additionally, the alarm was noted where infusions were going at high rates (300-400 ml/hr). H11: the devices were not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.